Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the emergency room after being found at home unresponsive and -lifeless-. The patient had no heartbeat and the pulse generator exhibited loss of pacing. The patient was externally defibrillated twice and remained hospitalized in the intensive care unit. There were no other device malfunction noted during the patient's stay in the hospital and was later released. The patient was later reported to have deceased; the date was unknown. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.